Event description:
Extrapleural catheter bupivicaine machine noted to be beeping by staff rn. Pump had been plugged in all shift. Pump stated it said low battery and was not charging. Nurse tried every outlet in the room and checked the equipment. Nothing noticeably wrong with plug. Anesthesia called and up to change pump. New pump brought. Anesthesia shut pump off. Not running from 0120-0150 related to getting new pump. Licensed independent practitioner (lip) and anesthesia aware. No increase in pain per patient. No new orders. Supervisor is aware. It has been running correctly since event.